Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit alarmed vent inop occurrence, pressure regulation high alarm, the unit stopped operating for a moment and restarted again. The unit was not being used on a patient at the time the issue occurred; there was no patient involvement.

Manufacturer narrative:
(Date received by manufacturer): aware date was incorrectly reported in the initial MDR as (B)(6) 2016, it should have been (B)(6) 2016. (Date of event): (B)(6) 2016 (date of this report): (B)(4) 2016. Device available for evaluation: 04/11/2016. Device evaluation: the service technician was unable to duplicate the reported problem. An attempt was made to review the event log history, however, there was no record saved prior to (B)(6) 2016, and the reported issue had reportedly occurred on (B)(6) 2016. Technician replaced the data acquisition pcb as a precautionary measure. The device successfully passed performance verification testing. The device is ready to be sent back to the customer, for patient use.

Manufacturer narrative:
Device evaluation: da (data acquisition) board was returned to the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage or contamination. The da board was installed in the manufacturer's test ventilator in an attempt to duplicate the reported problem. Resolution and disposition: the pressure accuracy verification test was performed and unit passed. The test ventilator was run for 12 hours without any errors occurring. No failures were found. (B)(4).